Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc., (isi) followed up with the initial reporter and obtained the following additional information: surgeon was cauterizing when an arcing event was reported on maryland bipolar forceps instrument. Following instruments were in use when the event occurred - a fenestrated bipolar forceps, a maryland bipolar forceps, a cadiere forceps, 0-degree endoscope and a bi-clamp. A force triad electrosurgical unit (esu) was being used with the following setting - coag: macro 60w. There was no patient injury. The patient has not returned to the hospital due to experiencing post-surgical complications related to arcing event. Surgeon believed that the arcing event was a result of jaw being scorched inside. The instrument was inspected prior to its use with nothing out of ordinary to be observed. The instrument was connected properly. There was no intraoperative collisions between reported instrument and other instruments/tools. The instrument tip(s) did not touch any staples, clips or sutures while energized. Photographic images of the device(s) or a video recording of the procedure were not available for isi review. Intuitive surgical, inc. (Isi) did receive the maryland bipolar forceps instrument to perform failure analysis. Failure analysis investigations confirmed the customer reported complaint. The instrument was analyzed and it was found to have thermal damage to the yaw pulley. There was charring and localized melting of both bipolar yaw pulleys, in the space between the grips. The instrument passed an electrical continuity test. The probable root cause of thermal damage is attributed to carbonized tissue on the grips of this bipolar instrument creating a conductive path during use. Thermal damage can also result due to inadvertent energy application from a monopolar instrument. Correction to section d : primary product batch/lot number was updated to k12240801 0485.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the maryland bipolar forceps instrument be returned for failure analysis testing. As of the date of this report, the product has not yet been received.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the maryland bipolar forceps instrument sparked. The procedure was continued as planned with no reported injury.